Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Potential causes for tip detachment include, but are not limited to, anatomical conditions, withdrawal technique, incorrect vessel sizing, and incomplete stent deployment prior to withdrawal, inadequate pre-dilation of the target vessel, manufacturing, or materials related. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties although the patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the peripheral artery. A supera peripheral stent delivery system (sds) was advanced to the lesion and crossed it; however, excessive elongation of the stent implant was observed during deployment. Due to the stent elongation, the implant moved proximally and contacted the introducer sheath as it was being deployed. When the sds was removed from the anatomy, the tip dislodged from the device. The patient was sent for surgery. No additional information was provided.